Event description:
It was reported that during a stenting treatment procedure, the stent partially collapsed on itself. The physician was treating a 90% stenosed, 120mm lesion located in the moderately tortuous and non-calcified left superficial femoral artery (sfa). Vascular access was obtained through the femoral artery. The lesion was predilated with a 5x10mm ut diamond balloon catheter, resulting in 40% residual stenosis. This 6x120x120 epic stent was then deployed in the lesion. After deployment, the middle part of the stent "seemed to collapse on itself". A balloon catheter was used to dilate the "collapsed" section, however the stent remained "crushed" in the middle. Another manufacturers' 6x150mm stent was then deployed inside the epic stent. Post dilation was then performed with another 5x10mm balloon catheter. The final result of the stents were fully deployed and well apposed. The physician believes the patient is adequately protected. There were no reported patient complications. The patient status is listed as "good". This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).